Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that right ventricular (rv) lead exhibited a steady decrease in pace impedance measurements and rv lead evaluation was recommended. Rv pace impedance was currently in the 600 ohms range and was previously 1,145 ohms at implant. Appropriate capture was noted, however there was one undersensed r-wave resulting in inappropriate rv pacing. Technical services (ts) discussed troubleshooting options and possible causes, such as possible changes to the patient's underlying condition. This rv lead remains in service. No adverse patient effects were reported.